Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported that an intense inflammatory reaction in the anterior chamber with inflammatory exudate occurred the day after she had undergone phacoemulsification and trabeculectomy surgery in her left eye (os). It extended in front of the pupil as a consequence of inflammation, corneal edema and striata. According to the consumer, her physician diagnosed a non-infectious endophthalmitis as a reaction to the viscoelastic material used during the surgical operation. Additional information was received. The consumer was hospitalized for 14 days. On the first postoperative day, an aqueous humor and vitreous sample was taken for microbe culture for aerobic and anaerobic fungi. Simultaneously, antibiotic treatment was infused in the anterior chamber and vitreous chamber. Intravenous antibiotic treatment was initiated together with topical antibiotic, mydriatic and corticosteroid eyedrops. An anterior chamber rinse and anterior vitrectomy were performed to clean the inflammatory and effusion particles. Culture testing showed no microbial involvement. A diagnosis of toxic anterior segment syndrome / aseptic endotphaltmitis was made. Antibiotic treatment was discontinued and replaced by steroid, glycerin, mydriatic and hypertonic eye drops and oral steroid treatment. Peribulbar injection of steroids was performed every 2-3 days. A yag laser treatment was performed. The consumer was discharged with mild hypo-epithelial corneal edema and visual acuity 1/10 with minor correction. This is one of three reports being filed for this facility. This report is for the female patient who reported the issue. (B)(4).